Event description:
It was reported that pump screen appeared black with a spiderweb-like pattern, and customer could not see or interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to put pump into storage mode before return, explained need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days.